Event description:
10/17/97-IV catheterization in right wrist. 10/19/97-the IV in right wrist, ventral area infiltrated. The IV was removed but apparently the catheter became dislodged from the hub. The catheter lodged in the right wrist. This was confirmed radiographically. Pt was taken to the or & the catheter was removed under local anesthesia.